Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a polarity switch. There was high impedance, noise and a suspected fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.